Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving unknown medication (doses and concentrations unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient went to have a dye study with their current pump over a year to a year and a half ago and the healthcare provider (hcp) tried for two hours because the pump would not stay still. The patient thought it was interesting because they thought they used cement since they could not feel the pump move an inch. No patient symptoms were reported. No further complications were reported or anticipated.